Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after an interventional percutaneous transluminal angioplasty interventional procedure of the left superficial femoral artery with a 6f sheath using the cross over technique. Reportedly, after deployment of the proglide device and during removal, the physician pulled on the rail suture with a little bit of tension and a suture break occurred. The device was removed from the patient and manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.